Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) reported the customer called them and alleged that they were concerned that the helium gauge wasn't reading accurately. The customer thought the gauge showed red when it was to be used for a patient transport. When the stm arrive on site the gauge on the screen read full and the internal transducer for the internal tank read 225 mmhg. The stm ran the iabp for multiple hours and performed several autofills and the gauge read accordingly. The stm could not verify any issues with the helium levels. This is a transport iabp and the helium has to be filled with the transport helium assembly. The stm verified it worked properly. No parts were replaced. The stm performed all functional and safety checks and returned the iabp to the customer for clinical use.

Event description:
It was reported that the customer turned on the intra-aortic balloon pump (iabp) for a patient transfer and stated that they think they received a low helium alarm. This occurred on a transport iabp whereas the customer fills the helium before departure. The iabp continued pumping and there were no further issues or any interruption to therapy. No patient death, injury or adverse event was reported.